Event description:
It was reported that the patient developed an abscess at the pod¿s insertion site (upper left arm) after wearing the device for 32 hours. After realising the pod site was sensitive, the pod was removed, and a new pod was placed. The patient reported the infusion site to be red, swollen, and warm to touch. After a few days, the patient noticed the infected area was spreading with a lump under the skin. The patient visited their general practitioner (gp) on (B)(6) 2025 (dr. (B)(6) at (B)(6)). The patient was diagnosed with an abscess, and was prescribed amoxicillin three times per day (20 tablets in total). The abscess was monitored over 3 separate gp visits, and was incised and drained on the second visit. Another abscess was reported under (B)(4).

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.5-p001. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.